Event description:
It was reported that during a total hip arthroplasty, the tip of the device broke at the base. Nothing fell into the surgical site, and the procedure was successfully completed with a back up device. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was discarded at the account. The device history record was reviewed and no related non-conformances or deviation reports were found that could contribute to the failure addressed in this complaint.